Event description:
It has been reported that a revision is required due to the proximal fixation requiring revision.

Manufacturer narrative:
An event regarding alleged proximal fixation failure involving a patient specific jts distal femur was reported. The event was confirmed by medical review. It is reported that the patient fell and had an injury on the (B)(6) 2018 requiring a proximal fixation revision of a device that was implanted in (B)(6) 2005. The investigation concluded that the alleged loosening and was caused because the patient had fallen and sustained an injury. No further investigation for this event is possible at this time as no devices were received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Revision surgery took place on (B)(6) 2018 due to loosening of the femoral stem following a fall whereby distal femoral components were explanted. The explanted stem was observed to have bent as a result of the traumatic fall but had not broken, the surgeon is not returning the device. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported that a revision is required due to the proximal fixation requiring revision.